Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube overfilled and the stopper popped off. Patient was recollected. The following information was provided by the initial reporter: customer is reporting cap may be overfilled resulting in cap popping off. Affected lot number 2200054.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 31-mar-2023. Investigation summary: bd received 6 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode of overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill or stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes overfill and stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube overfilled and the stopper popped off. Patient was recollected. The following information was provided by the initial reporter: customer is reporting cap may be overfilled resulting in cap popping off. Affected lot number 2200054.